Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor message occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined, as the reported allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of an insert new sensor message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.